Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that both of the light sources on an ophthalmic operating system failed prior to surgery. The consumable light sources were removed and the machine was rebooted. There was no patient involvement or patient impact.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A service request was not noted for this event. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Similar incident/event data was collected for the associated reported event. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).